Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to have damaged lens. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Evidence of the reported issue was noted in the event history log: (B)(6) 2020 1:35:30 pm system fault 41,622 occurred 1 0 0 3. However, the reported customer complaint was unable to be duplicated during motor testing.

Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump had error 41622. No adverse effects reported.